Event description:
Patient reported to experience chest tightness, chest pain for due to inflammation felt to be caused by her phillips respironics dreamstation auto CPAP, which has recently been recalled. She went to ed for chest pain on (B)(6) 2021 for chest pain, no cardiac cause found. FDA safety report ID# (B)(4).